Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia and expressed concern that the pump continued to deliver insulin while glucose was falling, though available reports indicated insulin delivery was paused below 70 mg/dl or during rapid glucose decline. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included review of available device reports and user counseling on use and acute troubleshooting. Investigation of this case revealed operation consistent with automated safety behaviors pausing insulin during low or rapidly falling glucose, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.